Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Received a report of a set that came apart at the locking spin collar. Hemonc nurse leader has saved the set and will send it in. She stated the issue occurred during an infusion and the set appears to have come unplugged. There was no pt harm and no report of medical intervention requires. Although requested, no further pt/event information is available.